Manufacturer narrative:
This pt was on capd for 64 days with no problems. She was then changed to apd single use for a total of 776 days. At day 279 of single use she developed peritonitis. She continued on for an additional 497 days of single use with homechoice sets and peritonitis resolved before she changed to re-use of the sets. The total re-use time was 164 days until the final episode of peritonitis. The pt reportedly died from "multi system failure".

Event description:
An abstract presented in australia revealed a pt participating in a reuse study of homechoice sets developed peritonitis. The pt was treated with IV antibiotics in hosp and subsequently expired. The pt was reusing the sets 2 nights. No further info is available.